Manufacturer narrative:
(B)(4). The date of the event was not reported. However, the patient experience peritonitis in (B)(6) 2013. A review of all batch record documents was performed on potentially associated lot numbers h13b22039 and h13c18118 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 1 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by tender abdomen, pain in lower abdomen, and cloudy pd effluent. The patient was treated with ip vancomycin (dose, frequency not reported) and ip gentamycin (dose, frequency not reported). The patient recovered from the events of peritonitis. On a separate date, the patient again experienced tender abdomen, pain in lower abdomen, loss of appetite, did not fell good, and cloudy pd effluent. The patient was diagnosed with recurrent peritonitis. The cause of peritonitis was unknown. The patient was treated with ip vancomycin (dose and frequency not reported) and ip gentamycin (dose and frequency not reported) for peritonitis. The patient was recovering from all the events.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient was also scheduled to have their catheter removed on and was going to be placed on temporary hemodialysis. The patient planned to return to pd therapy.